Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered pacing for the right ventricle (rv) as it oversensed the patients rv rhythm. Technical services (ts) was consulted and discussed the cause could be an underlying patient condition. This crt-d remains in service. No adverse patient effects were reported.